Event description:
Same case as MFR report #: 2134265-2011-04562. It was reported that following a stenting treatment procedure, thrombosis occurred. The patient presented to emergent care with a myocardial infarction. Using the left femoral artery, angiography revealed the target lesion had a high grade stenosis located in the diffusely calcified ostial to proximal segments of the left anterior descending (lad) artery. Balloon angioplasty was performed throughout the ostial and mid lad with a 2.5x20mm apex balloon and a 2.5x12mm quantum apex balloon. Next, a 2.75x38mm ion stent was deployed at 14 atms in the mid lad and a 3.0x16mm ion was deployed at 14 atms with the stent extending from the distal left main to proximal lad. Residual stenosis was noted in the 3.0x16mm ion stent which was post dilated with 3 inflations to maximum pressure of 18 atms with a 3.5x8mm quantum apex balloon resulting in 10% residual stenosis and timi 3 flow. A 40% residual stenosis persisted in the mid to distal lad beyond the stented segment, but did not appear to be flow limiting. A 2.5x15mm promus stent was advanced to cover the more distal region but was not deployed and then was readvanced after a wire was changed but still could not cross the stented region. The patient did have some anginal chest discomfort, which slowly improved with nitroglycerin. The patient tolerated the procedure well and left the cath lab in stable condition. However, while the patient was in the holding area, the patient was emergently brought back to the cath lab with mi symptoms and underwent additional angiography revealing a 100% ostial occlusion with timi 0 flow within the previously placed proximal lad stent. Ballooning was performed with a 2.5x12mm apex balloon with 2 inflations and angiography revealed patency of the lad with timi 3 flow distally. Additional angioplasty within the long stented region in the mid and proximal lad was subsequently performed using a 3.5x12mm quantum apex balloon with multiple inflations. Prior cath films were reviewed and the physician felt unsure if he left a short gap between the original proximal lad stent and the long mid lad stent. As such, a 3.0x16mm ion stent was placed covering the gap between the two previously placed stents earlier in the day. The stent balloon was used to post dilate the region of the stent overlap. There was still a 40 - 50% residual stenosis distal to the original mid lad stent and some question of a very small limited dissection that had timi 3 flow distally. A 2.5x15mm promus stent was advanced to attempt to cover this more distal region but the stent would not advance through the long stented region in the proximal and mid lad. Advancement previously had been tried at the end of the first case with the use of a buddy wire, but this was not reattempted at this point. Additional angioplasty was again performed with a 2.5x12mm apex and subsequent 3.5x12mm apex with multiple inflations made from the beginning to end of the long stented region resulting in 0% residual stenosis and timi 3 flow. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).